Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet bionic pancreas experienced unexpected shutdowns, including during charging, and the user was guided to install a firmware update and upgrade the ilet app to the latest version. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed a software-related problem with the device¿s computer software component that led to unexpected shutdown. It was concluded, based on previously established findings for similar reports, that the cause was traced to software coding.